Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent the placement of cvc. The patient complained neck pain due to rupture of the power port that had to be removed with 2 procedures in cath lab on (B)(6) (after rx and tac). The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break that was elliptical in shape was observed to the distal end of the attached catheter that was elliptical in shape. The distal catheter segment was returned. A complete compound break that was elliptical in shape was observed to the proximal end of the distal catheter segment. A split was observed to the distal catheter segment. Therefore, the investigation is confirmed for the reported fracture, material separation and identified deformation and naturally worn issues. However, it is inconclusive for the reported migration and suction issues as supporting evidence of the reported migration is not available and the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent the placement of cvc. The patient complained neck pain due to rupture of the powerport that had to be removed with 2 procedures in cathlab on (B)(6) (after rx and tac) and in hospital on (B)(6). On chest rx, the cvc appeared with a distal end at the right subclavian vein while the second end was identifiable at the atrio-caval junction. Both a rupture and a leakage been positively identified by rx and CT scan. Reportedly, the device was in use for blood sampling, but the blood did not flow back. The patient presents in good general condition without relics, is continuing treatment. The current status of the patient was unknown.